Event description:
On march 16, 1999, an acist cl 100 sales unit was used in a hosp eval. During a coronary angiographic case there were about 6 instances in which the injector may hve injected contrast without proper actuation of the hand control device. The acist sales person, was present at all times during the eval. Her report indicates that she thought she heard the machine activate when not activated by the physician. Co rep hit the standby button to insure deactivation. No contrast was observed being injected. There were no adverse events. Therefore, there was no direct evidence at this time of an overt device failure. On march 17, 1999, in an eval at the same hosp, a similar scenario occurred. During left ventriculography however, the device injected 30cc of contrast without a physician trigger. The machine appropriately terminated the injection when the preset volume limit was reached (30 cc). The device was taken out of service and the salesperson notified the co. There was no pt adverse event and therefore no clinical intervention was required. The procedure was completed successfully.